Manufacturer narrative:
We received one 12tlw806f catheter without the packaging for evaluation. The reported event of balloon is not inflating was confirmed. There was no damage found during the visual examination. When attempting to inflate the balloon, the balloon would not inflate and no occlusion was felt. Further examination found the inflation lumen to be open at the catheter tip. The inflation lumen at the tip appears to have reopened after manufacturing. The inflation lumen was found to be patent. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures inherently involve some patient risks. Although serious complications associated with pulmonary artery catheters are relatively uncommon, the physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are well documented in the literature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon would not inflate before use. There were no patient complications reported.

Manufacturer narrative:
The manufacturing investigation concluded that a definitive root cause was not able to be established. It was confirmed that controls to detect this condition are in place. If the units present this condition, it would be detectable during 100% balloon inspection (including balloon inflation), and 100% leak test for the bushing and tip area. However, a personnel acknowledgment was provided to the manufacturing personnel. Complaints of this type will continue to be monitored.